Event description:
The customer reported a camera malfunction where the scope shut off in the middle of the exam and the image disappeared from the screen involving an olympus colonovideoscope. The issue occurred during a diagnostic colonoscopy. There was a procedural delay of less than 30 minutes reported. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.